Event description:
Series of 28 similar events (from 9/27/2022 through 12/14/2022) from three lot numbers (asgsfc061, asgsfc052, and asgsfc076). A leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication. Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion. After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site. The cracks are nearly identical in nature. These cracks have been associated with take-home 48-hour infusions with 5fu. However, a single incident of a crack was found on mediport tubing used to infuse trabectedin over 24-hours. Powerloc max mediport needle.